Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination. An air bubble was noted, but flushing did not work. No further information was received.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.